Event description:
It was reported that the pt was taken to the emergency room with some "signs of overdose" one day after a pump replacement. The catheter was not replaced with the pump. The doctor compared the dosing, catheter volumes, and drug in the pump pre-replacement with post-replacement strip in the chart. There was no change in dosing, catheter volume, or drug concentration. Pt's family member had indicated that the pt was incoherent. When the pt arrived in the emergency room she was alert, awake, and communicating appropriately. The doctor had wanted to decrease the pt's pump to minimum rate but the pt protested for fear of withdrawal. The emergency room doctor cut the dose in half (from 18 mg/day to 9 mg/day). It was unk if device troubleshooting was performed. The pt's status was undetermined at the time of the report. The pump contained morphine at a concentration of 30 mg/ml with bupivacaine at a concentration of 10 mg/ml. Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).